Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level and was due to the "way the customer was evaluating the bgs". No issues were observed with the pump or supplies. The customer declined to provide further information regarding the event.